Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, moisture damage and button anomaly from the insulin pump. The customer's blood glucose reading was 261 mg/dl. The customer stated that her pump had gone out. The customer stated that the humidity has fogged up the pump screen. The customer was not able to see the full display. The customer stated that the display is blank and the buttons are no longer responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces also; moisture damage was found on the lcd board. The insulin pump was monitored and tested with no blank display noted. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specifications range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.